Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient said he "won't use" his ins for 2 or 3 days and his ins battery will go from 100% to 50% charged. The patient clarified that this happens when his stimulation is turned off. There are no falls or trauma related to this issue. The patient was advised to follow up with their healthcare provider (hcp) to get their device checked. Note the patient said he won't use his device for 3 or 4 days because he doesn't need it. This has been going on for about a month. No further complications were reported. No patient symptoms were reported.